Manufacturer narrative:
(B)(4).sjm has limited information related to the patient¿s medical history and is unable to form an opinion as to the relevancy of the patient¿s history to the event reported. Sjm defers to the patient¿s physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report #: 1627487-2015-07517. It was reported ((B)(6)) the patient could no longer feel the stimulation. Radiography was done and revealed the lead was disconnected from the ipg. As a result, the patient underwent surgical intervention. During the surgery, the ipg was explanted. It is unknown what was done with the lead as well as the explant date. The lead information is not available.

Manufacturer narrative:
Sjm has limited information related to the patient¿s medical history and is unable to form an opinion as to the relevancy of the patient¿s history to the event reported. Sjm defers to the patient¿s physician regarding medical history.

Event description:
Further device information has been included. Therefore, an additional report was included pertaining to the event. Device 1 of 3. Reference MFR report #: 1627487-2015-07517 and 1627487-2015-07523. Based on further review of related complaints, it was also reported the extension (device 3) could not be reinserted into the ipg header. Therefore, both the lead and the extension are being reported.

Manufacturer narrative:
Sjm has limited information related to the patient¿s medical history and is unable to form an opinion as to the relevancy of the patient¿s history to the event reported. Sjm defers to the patient¿s physician regarding medical history.

Event description:
Device 1 of 3. Reference MFR report #: 1627487-2015-07517 and 1627487-2015-07523. Follow-up revealed, it was the extension which could not be inserted into the ipg header.